Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, doctor had a component in the wrong package. Doctor implanted device and realized it was incorrect. Replaced implant at that time.